Event description:
Per journal article (percutaneous coblation nucleoplasty in pts with contained lumbar disc prolapse: one year f/u in a prospective case series, sinan t. Et al, 2011), it was reported that in the peri-operative phase following the procedure, the pt developed discitis which was treated with surgical fusion.

Manufacturer narrative:
Date of event is unk. Since the device was not returned for investigation and the lot number was not provided, a complete investigation could not be performed. No conclusion can be made.